Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up this morning with a blood glucose exceeding 400 mg/dl. She treated with a manual insulin injection and brought her blood glucose down to the 200 mg/dl range. The customer did not feel any symptoms of high blood glucose but vomited this morning. Troubleshooting was initiated to inspect the pump and there were no apparent anomalies. However, a high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change her infusion set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a new infusion set and tubing clamp were shipped to the customer.